Event description:
Complainant alleges becoming sensitized to latex and may have to terminate employment primarily as the result of concerns of contracting communicable diseases due to her inability to wear latex gloves. She alleges suffering from hand dermatitis, runny and puffy eyes, and runny nose, dizziness, flu-like symptoms and other physical injuries as well as great dispair, and loss of enjoyment of life. Complainant husband, alleges loss of consortium of his wife.